Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room and were hospitalized due to anaphylactic shock and site issues on (B)(6) 2021 with blood glucose level was in the range of 200 mg/dl. Customer reported site issue like irritation and rash around the tape where the infusion set was inserted. Customer was treated with epi pen, intravenous fluids and antihistamines. Customer experienced pain and discomfort at the site of insertion. It was unknown that customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.